Event description:
The straight medium elite attachment overheated while being tested by the service tech during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device, and it was scrapped.